Event description:
Reporter indicated that a vns pt experienced a lack of efficacy with the vns device, but the pt had no further seizures. The pt's generator was reportedly programmed off. Good faith attempts for add'l info have been unsuccessful to date.